Event description:
The patient had undergone a device system replacement due to a catheter shear with fragment remaining in the caudal sac. The pt was immediately better in terms of spasticity, but some time thereafter, again experienced a loss of drug effect. A catheter xray showed the catheter to be sheared, leaving a second fragment in the caudal sac.